Event description:
The device was used in a lap cholecystectomy procedure. It was reported, "the device would not clip." The clips would just come right off when trying to clip the cystic duct." The surgeon opened up a new device to complete the case. The case was extended by 20-30 minutes."